Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, episodes of right ventricular oversensing were observed due to loss of capture following pacing, decreased sensing, and increased impedance. The pacing amplitude was reprogrammed and a new sensing/pacing lead was implanted. There were no adverse consequences reported. The right ventricular lead remains implanted.